Manufacturer narrative:
Medwatch mw5044865 received and reviewed. New information of implant date: (B)(6) 2015 was provided. Manufacturing review: a manufacturing review could not be conducted as the lot number is reportedly unknown. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: two images were provided. Based on the image review, the investigation is confirmed for filter tilt and two detached filter legs. A leg was found to be bent superior to the filter apex; therefore, the investigation is confirmed for material deformation. Conclusion: the investigation is inconclusive for an unsuccessful retrieval attempt as no images of the alleged initial attempt were provided. Per the reported event details, the filter became mangled, with one filter leg bent in an upright position superior to the apex of the filter during the first retrieval attempt. It is possible that the filter became tilted and fractured during the alleged initial retrieval attempt. It is unknown why the physician experienced difficulties removing the filter during the initial attempt. It is possible that procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the eclipse filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details. Precautions: - this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - filter malposition - filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is reportedly unknown. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months post vena cava filter deployment for trauma, an attempt to retrieve the filter was unsuccessful. Reportedly, during the attempt to retrieve the filter; a filter leg became bent in an upright position, superior to the filter apex. It is unknown if the filter became tilted during the unsuccessful filter retrieval attempt. Approximately one month later the patient was rescheduled for another filter retrieval procedure. Two detached filter legs were discovered prior to the filter retrieval attempt. A snare device was used to successfully capture retrieve the tilted filter and the two filter legs without incident. The two detached filter legs were reportedly embedded in the ivc wall. There was no reported patient injury.